Manufacturer narrative:
A review of the batch manufacturing records for the reported lot was completed. The review did not identify any deviations during manufacturing or testing, and all documented parameters were within the approved specification limits. Retained samples from the same lot were also investigated for visual inspection and functional testing of the safety mechanism. During the testing of the retained samples from the same lot, no manufacturing defects were observed. All results were found to be within the specified limits. No root cause could be identified. The supplier gave the following potential root causes: manufacturing defects: - the spring mechanism may be damaged, jammed, or not assembled properly, preventing full retraction. - may be an improper inspection carried out by the quality inspector during the in-process testing stage. User error: - the device may not have been handled in accordance with the manufacturer's instructions. - safety mechanism may have failed due to mishandling by the user/health professional.

Event description:
It was reported by the customer that the needle is not retracting properly.